Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 232 mg/dl. The customer charged the pump battery for an extended period of time and did not experience any further battery fluctuation issues.